Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unspecified date in (B)(6) 2014. A review of all batch record documents was performed for potentially associated lot numbers gd895961, gd896118 and gd896209 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A trend review will be performed. Should relevant additional information become available pertaining to the reported event, a follow-up report will be submitted. This is the same patient as (B)(4).

Event description:
This is report 2 of 5 involved in this event. This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The patient was not hospitalized for the event. The patient was treated with vancomycin intraperitoneally (ip) (2 grams, three times a week) and ceftazadime (1 gram, daily). The cause of the peritonitis was unknown. At the time of this report, the patient was reported to have recovered from the peritonitis. No additional information is available at this time.